Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse reseated the flow cell and replaced the blue light. He also adjusted the detector. The fse calibrated the instrument and ran hba1c quality controls (qc). All results were within acceptable range. The g8 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2017, which included data from (B)(6) 2016 through (B)(6) 2017. There were no similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 6 troubleshooting is as follows: 6.4 abnormal chromatograms. Although the percentage of each hemoglobin component may vary slightly from patient to patient, most whole blood samples will contain six fractions: a1a, a1b, f, la1c+, sa1c, and a0. Chromatograms from patients with hemoglobin variants or unknown peaks not recognized by the analyzer are occasionally seen during routine testing. These patterns may indicate interferences or problems with the assay. Therefore, it is important to use caution when troubleshooting. Review all chromatograms to determine whether the results are valid. In most cases, results for the sa1c% are reportable. In some cases, the sa1c% may be invalid depending on the hemoglobinopathy present, the flow rate, and the condition of the column and reagent system. Mathematical algorithms used in the software exclude variant peaks eluting after the a0 peak when calculating the total area. The sa1c% is usually not affected in such situations, although chromatograms should be carefully reviewed. Hbs, hbd and hbc elute after the a0 peak. The sa1c% is generally reportable on the g8 when these hemoglobins are present in the heterozygous state with hba. The tosoh automated glycohemoglobin analyzer hlc-723g8 has known hemoglobin e (hbe) interference. When a sample is suspected to contain hbe a flag will be displayed. The hba1c result will not be reported from the analyzer. Flag code 43 can be used to detect the presence of a p-hv3 peak where the hbe variant typically elutes. ("Flag parameter setting" for a description of flag settings). Glycemic monitoring for patients displaying any homozygous hemoglobin other than hbaa such as hbss, hbcc or the double heterozygous hbsc, cannot be performed using sa1c because there is no hba present. Alternative testing is mandatory for these types of patients. Remember that all abnormal chromatograms are not necessarily the result of abnormalities in the patient sample. Analyzer problems such as a malfunctioning pump or sampling unit, a column that should be replaced or reagents that are incorrectly placed or have been depleted can also cause abnormal chromatograms. In these cases, sequential chromatograms are usually all affected from the point that the problem began. The most probable cause for static-like peaks was he flow cell.

Event description:
On (B)(6) 2017, it was reported that the chromatogram displayed static-like peaks on the g8 instrument. The peaks appeared on over 2 different columns and decontaminating the instrument did not resolve the issue. The column was replaced but the peaks were seen with more frequency. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which results in delay in reporting of patient results for hba1c diabetes assay. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Correction: the age of the device was updated.